Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized on some time around 2006, due to hyperglycemia and vomiting. It was reported the pt was taken to the ER after she started vomiting and spilling ketones and that her blood sugar was >500. It was reported that the pump indicated a blockage. The pt was treated with an insulin drip and was released from the ER 7 hours latar on the same. Prior to her discharge from the ER, the insulin cartridge and infusion set were changed and she was released wearing same pump. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.